Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(4). Batch: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient experienced complications from a previous infection, that persisted following a revision procedure. An infection developed again, and an abscess formed with purulent discharge from the sacral hiatus lead entry site and ipg site, there was also localized swelling at the ipg site, on the left side of the body, and sacral hiatus area. The patient underwent a revision procedure in which the ipg and leads were explanted and replaced with new devices. Cultures were taken however the results are unknown. The patient is doing well post operatively. The physician suspects the infection to be device related, however the devices will not be returned for analysis as they were retained by the facility.